Event description:
Event: vessel dissection. Case description: it was reported that after successful graft implantation, angioplasy was done to address a fabric redundancy. A vessel dissection was then noted in the left external iliac artery, distal to graft. This was treated with a covered stent.